Event description:
No additional information was provided.

Manufacturer narrative:
Fifty samples and one photo were provided to our quality team for investigation. Forty samples were received in sealed packages and no defects were observed. Ten syringes were received loose and four of them were found to have an unknown greyish white particulate in the fluid path. The photo received shows one loose syringe with the unknown greyish particulate in the fluid path as described above. Fourier transform infrared spectroscopy (ftir) analysis was completed and determined the most likely substance to be polyisobutylene from the rubber stopper used in the manufacturing process. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4080612. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309646. Batch number#: 4080612. It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: verbatim#: customer stating, they have contaminated syringes and pieces of rubber from the plunger have fallen off.